Event description:
Customer reports that her device read 93mg/dl while the hopsital's device read 191mg/dl. No adverse event reported and no treatment rec'd. No strip info was provided. Quality controls were used, but due to no strip info, there was no reference info to determine if theye were within acceptable limits. Requested return of suspect device and replacement was sent.